Event description:
It was reported that solis vip ambulatory infusion pump alarmed ?battery drained prematurely'. No patient or clinician injury.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during regular annual maintenance; there was no patient injury.

Event description:
It was reported that (B)(6) infusion pump alarmed battery drained prematurely'. No patient or clinician injury.